Event description:
The customer reported to vyaire medical that low ve (low minute ventilation), low pip (peak inspiratory pressure), high rate, transducer fault, vent inoperable, and motor fault alarms occurred on vela ventilator while the ventilator was running. The customer confirmed that another ventilator was provided and there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet. However, the event log shows that an xdcr fault occurred, that xdcr tests were performed, and that turb diff: 664 failed. Turb diff pressure transducer failed at 0 cmh2o. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.